Event description:
It was reported that during a da vinci pancreatectomy procedure, a fragment of the yellow plastic attachment that holds the hook on the permanent cautery hook instrument broke off and fell into the patient. The broken fragment was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the assistant patient care manager at the hospital to obtain additional information regarding the reported event. He stated that an open procedure was not required to remove the fragment. He confirmed that the instrument was inspected prior to use and that the instrument had just been inserted when the fragment fell off. The instrument was used early on in the case. He denied contact with other instruments and stated that there were no post-operative tests (x-ray, ultrasound, etc.) Reported to have occurred with the patient. There was no injury to the patient and the patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument conductor cap was broken and missing from the instrument. The broken pieces were not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken conductor cap could likely cause or contribute to an adverse event, if the malfunction were to recur.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment of the permanent cautery hook instrument broke off and fell into the patient. Per the information provided, the broken fragment was retrieved.